Event description:
It was reported that during use of left ventricular (lv) lead, when patient is lying down twitching occurred due to changes in the myocardium. The lv was re-programmed from unipolar to bipolar mode, and remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.